Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention - oab. It was reported that patient stated that she had an implant in (B)(6) 2013. It did not do really well for her and was painful due to it's placement. When the battery needed to be replaced she just had it removed. The issue was confirmed resolved.